Manufacturer narrative:
Additional information received: the sponsor updated the assessment of the gallic peritonitis, sepsis event determining it to be causally related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the adverse event sepsis due to pneumonia was treated with antibiotics. The site updated the relatedness assessment for intestinal ischemia and gallic peritonitis, sepsis, indicating that these events are not related to an underlying condition or disease. The outcome of gallic peritonitis, sepsis was recorded as fatal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was clarified that the sepsis with pneumonia led to a non-occlusive ischemia of the intestine (nomi). During the laparotomy, there was an injury to the bile ducts, leading to the patient's death due to biliary peritonitis. Per the site, misplacement of the stent grafts or mesenteric vessel occlusion was definitively ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sepsis due to pneumonia was assessed by the sponsor as not related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of a clinical study. The main body (esbf2814c103ee) was successfully implanted, followed by the placement of an iliac limb (etlw1628c124ee) in the left iliac artery and (etlw1624c93ee) in the right iliac artery. Proper cta control was performed confirming the correct positioning of the implants. It was noted that the patient developed and acute abdomen after a gastrectomy performed one month prior. It was reported 4 days after the index procedure, the patient developed sepsis due to pneumonia. The patient was admitted to the intensive care unit. Intestinal ischemia occurred 2 days later. Laparotomy, splenectomy and subtotal colectomy were performed to treat the ischemia. One week later, the patient developed gallic peritonitis, sepsis leading to prolongation of existing hospitalization. This event was treated under laparotomy by stitching the bile duct. The patient developed multi-organ failure during subsequent interventions and expired. The sepsis due to pneumonia was assessed by the site as not related to study device, index procedure or an underlying condition or disease. The sponsor assessed the event as having a causal relationship to index procedure, possible relationship to study device and not related to an underlying condition or disease. The site assessed the intestinal ischemia as not related to the study device, possibly related to the index procedure and underlying condition or disease. The gallic peritonitis, sepsis event was assessed by the sponsor as possibly related to the index procedure and not related to the study device or an underlying condition or disease. The site assessed this event as not related to the study device, procedure, but possibly related to an underlying condition or disease. The investigator reported the cause of death as related to the bowel ischemia with bowel resection and creation of a stoma (anus praeter). No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1628c124ee, serial/lot #: (B)(6), ubd: 26-jun-2026, UDI#: (B)(4).; product ID: etlw1624c93ee, serial/lot #: (B)(6), ubd: 15-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the sponsor assessment of the splenic hemorrhage has been updated as not related to the index procedure. It was reported that a chest drain was inserted to treat bilateral pleural effusion associated with sepsis due to pneumonia. It was clarified that the intestinal ischemia was observed one day after the onset of the sepsis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The gallic peritonitis, sepsis event was assessed by the sponsor as not related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The splenic haemorrhage was assessed as possibly related to the index procedure. The sepsis due to pneumonia was assessed by the sponsor as having a causal relatedness to the index procedure. The multi organ failure was assessed by the sponsor as being possibly related to the index procedure. Acute kidney failure was reported for the patient and assessed by the site as not related to the device, procedure and/or an underlying condition.. It was assessed by the sponsor as causally related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the patient developed therapy resistant multiple organ failure, splenic hemorrhage and hemorrhagic shock 5 days post index procedure. The site assessed these events as not related to device or procedure, but possibly related to a underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
*Additional information received: it was reported that the patient developed bilateral pleural empyema associated with the adverse event of sepsis due to pneumonia, and chest drainage was performed. The patient underwent a laparotomy 6 days post-index procedure , followed by a second laparotomy one day later. The surgery was complicated by hemorrhagic shock and mass transfusion was performed. Intestinal ischemia was clarified to have occurred 12 days post-index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.